Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, broken shell, brown particles, and missing shell. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening and a piece of the shell is missing the assessment is inconclusive. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side rupture. The device has been explanted.